Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/11/2014 with the following findings: the keypad was found to be torn. Evaluation revealed that all keypad buttons were intermittently responsive. Investigation revealed the display screen was dim and discolored. There was evidence of keypad contamination found under all key contacts. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display issue and keypad damage and response issue. This report is made based on results of the investigation performed on 07/11/2014.